Event description:
Edwards received information that this device was explanted at implant due to disruption. As reported, the patient started having bleeding from the inferior wall of the ventricle and was placed back on bypass. Once the bioprosthesis was removed, a disruption of the left ventricle was observed as there was a tear in the ventricle. This was repaired with sutures and the valve was replaced with a 25 mm device. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in critical but stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, no visible inconsistencies were observed on any of the three (3) leaflets nor were any inconsistencies visually noted via x-ray, as the wireform is intact. (B)(4). Method: x-ray. Result: no conclusion can be drawn. Additional manufacturer narrative: the customer report could not be confirmed by visual observation as atrioventricular (av) dissociation is a form of posterior left ventricular (lv) rupture, where a portion or the entire posterior left atrium separates from the left ventricle. Av dissociation is usually related to vigorous traction or debridement of the posterior leaflet of the valve, or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This finding is common in elderly patients undergoing mitral valve surgery and is typically not device related. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.